Event description:
It was reported by service report that the footboard display was intermittent. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Debris lodged in foot extender connector. Footboard. Loose display screen ribbon cable.